Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-11418. It was reported that a rotawire fracture occurred. The target lesion was located in the right coronary artery. A 1.25mm rotalink¿ plus and a rotalink extra support wire were selected to be used. During preparation, while testing the devices outside patient's body, it was noted that the burr did not sound smooth. The burr was replaced with another of the same burr; however, upon testing, it was observed that the rotawire broke and snapped in half. In addition, a fragment of the rotawire was left inside the burr. The procedure was completed with a 1.5mm rotalink¿ plus and another of the same rotawire. No patient complications were reported.